Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) attempted six shocks, but they were not delivered at the programmed energy level. In addition, the right ventricular (rv) lead high voltage coil impedance was low. The patient was admitted to the hospital to await further testing. Both the ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from additional information obtained that the insufficient shocks from the ICD for ventricular fibrillation (vf) resulted in the patient requiring cardio-pulmonary resuscitation and external shock. The ICD was explanted and replaced. In addition, the physician reported that the pocket appeared to be discolored more distally to the rv lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.